Event description:
It was reported the patient experienced spasms from the waist down following a catheter revision. The reporter indicated the patient had never had therapeutic effect. Additional information has been requested but was not available on the date of this report.